Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was broken. The customer's blood glucose levels were 212 mg/dl and 263 mg/dl. The customer reported that they did not insert the sensor. The customer also reported insulin flow block alarms on the insulin pump. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm needle complaint due to customer did not return insertion needle only whole sensor. (B)(4).